Manufacturer narrative:
The concentrator has been returned and an expanded evaluation was completed. The concentrator did not have any evidence which indicated the unit produced or caught fire so the complaint could not be confirmed. There was no malfunction observed with the unit. The dealer stated his technician went out to pick up the unit. The technician said the concentrator is in good working order. There is no alleged defect or malfunction from the end user. The end user was allegedly smoking and caught on fire while using the concentrator but there is no damage to the unit. The end user was hospitalized for having burns. Attempts to get additional information about the end user were unsuccessful due to hipaa. Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated that the patient caught on fire. The only information that the dealer has as of right now is the patient was suppose to be on 5 liters and the patient ignited because the patient was smoking. The dealer stated that the unit is working as it should with no damage.